Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "first clipping event to the cystic duct was fine. When they were trying to fire it for the second time, nothing came out. They were able to finish the procedure with new ca500 and there wasn't any patient injury." Type of intervention: the surgery was finished with the new clip applier. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "first clipping event to the cystic duct was fine. When they were trying to fire it for the second time, nothing came out. They were able to finish the procedure with new ca500 and there wasn't any patient injury." Type of intervention: the surgery was finished with the new clip applier. Patient status: no patient injury.